Event description:
It was reported that the patient was had a seizure that lead to hospitalization. Vns settings and medication were adjusted as a results and ever since the adjustment of settings, the patient has been having an increase in chest pain with stimulation and she has to push the device to make it stop being painful. The patient also complained of throat being sore and has had an increase in seizures and fatigue. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.